Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported event was confirmed, and another issue was confirmed. According to the investigation, device was functionally tested, and the device failed the functional testing and did not meet specifications. The root cause could not be identified. According to the investigation, attempting the seal during a functional inspection revealed that e113 was detected by esg-410 and e113 is an error that is notified when esg410 detects that a pressed coag hand switch at the multifunction socket has been detected during power-up. The investigation stated that the event was caused by improper sequential the activation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the powerseal would not activate in the middle of a procedure. The issue was found during an unspecified therapeutic procedure, and it was completed with another device. There were no reports of patient harm.